Event description:
It was reported that the 9800 system has a kv tracking problem and the camera was out of focus. No patient injury was reported.

Manufacturer narrative:
A ge representative performed an on site investigation. The beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.